Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of a 70mm abdominal aortic aneurysm. It was reported that when the patient returned for a CT scan it was observed that the aneurx stent graft had migrated into the aaa. The physician attributed the cause of the event to the aaa becoming juxtrarenal due to patient anatomy. The patient was treated with two endurant extension stent grafts. The endurant extension stent grafts were used to extend above the renal arteries in order to obtain seal. The event is resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Additional information received and it was reported that there was also an observed type I endoleak present when the migration was observed. The left renal artery was not covered.the placement of the cuff to cover right renal was intentional. If information is provided in the future, a supplemental report will be issued.